Manufacturer narrative:
(B)(4) - the device was manufactured july 29, 2015 - july 30, 2015. The device was received for evaluation. Visual inspection noted fluid inside the housing of the device. A functional leak test was performed and a leak was observed at one side of the bladder crimp located inside the housing. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the overpouch. There was no patient involvement. No additional information is available.